Event description:
Update: base on the device received on 07/16/25, it was observed that an anchor was broken off and the connectors were detached from the device.

Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per the physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected, and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had a slight yellow discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off and a connector was detached from the device. Root cause description: the root cause could not be determined. A potential root cause is due to an incomplete curing, which may have caused the anchor to break off. The manufacturer's internal reference number is: (B)(4). Corrections: b5: "describe event or problem" h6: updated "type of investigation" code h6: updated "investigation findings" code h6: updated "investigation conclusions" code.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
Office reported that the anchor of the silent nite sleep appliance broke off, no other information was provided.